Event description:
The customer's mother reported that a pod was "hard to fill" with insulin. It was discovered that the subject pod was beyond its expiration date for use - the mother was advised to never apply an expired pod. Her son's bg levels were high while wearing this pod (greater than 400 mg/dl). No product will be returned for eval.

Manufacturer narrative:
The product will not be returned so no eval is possible. The customer reported having difficulty filling the pod with insulin which indicates a probable problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" sound was noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.